Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the set screw of the device's atrial port would not engage. Then the set screw came out and was stuck on the wrench. The device was not used and a new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. It was noted that a setscrew was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.